Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of high blood glucose readings and a blank display from the insulin pump. The customer's blood glucose reading was 897 mg/dl. The customer stated that the pump was not working properly and he was hospitalized for diabetic ketoacidosis. The customer stated that he was working out of town and he got sick and his boss took him to the emergency room. The customer was treated for his high blood glucose readings with IV injection. The customer was advised to insert new aaa alkaline batteries. The customer stated that the screen never returned. The customer stated that the pump has not been dropped or bumped. The customer stated that the pump was not exposed to moisture. The customer will be sent a replacement pump.